Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommended stopping service with byte due to worsened misalignment, occlusal interference, signs of excessive pressure on teeth, discomfort, and potential long-term dental damage. Patient initials: (B)(6).